Event description:
It was reported that after surgery when the batteries were being taken out of the black housing of the interpulse handpiece with dual spike adapter they were too hot to touch. There was no patient involvement, and there were no user injuries or adverse consequences.

Manufacturer narrative:
A follow-up report will be filed after the quality investigation has been completed.